Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient felt a zap from the right kidney down to their foot and they had to stop imaging. The patient stated that the device was turned off and the guidelines were followed according to the patient. The patient also noted a symptom return after the MRI of the brain. The patient confirmed the device was set to program 2 at 1.4. The patient mentioned that the device was at 1.2 but she was not sure how it got to 1.2 because she denied changing it. The patient was having worsening symptoms and used more pads during the day and night. The rep reported that the patient was to be seen for a device check on (B)(6) 2018. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the manufacturing representative (rep) met with the patient on (B)(6) 2018 and impedances and battery life were good, the device was on, and the patient moved to program 3. It was noted that the patient had not had the zap that she previously experienced when the MRI was on and changes were made. The rep plants to follow-up with the patient to confirm patient was having better therapy relief. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.